Manufacturer narrative:
Device evaluated by MFR: the coyote was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed no issues; however, the device was received with a guidewire stuck inside. The guidewire was able to be removed using force and pulling. It was unable to feed the guidewire through. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the guidewire being stuck.

Event description:
It was reported that froze on wire occurred. The 80% stenosed target lesion was located in the mild tortuous and mild calcified anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, it was found that the shaft was crimped. The balloon was advanced and inflated at 8atm for 2 minutes. The device was withdrawn and reinserted after laser atherectomy on wire. However, the balloon would not track over wire and wire could not be removed either. The wire and balloon were removed from the patient intact and fully deflated and the procedure was completed with a different device. No complications were reported.